Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 310cc mentor smooth round high profile saline breast implant and experienced unspecified postoperative symptoms. As a result, the patient underwent bilateral explantation on an estimated date of (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s right-sided device.